Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It was reported that during the procedure the distal end of the guidewire broke within the microcatheter causing a delay in surgery of 45 minutes. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and the guide wire was found broken/fractured at 12.5 cm from the distal tip. Functional testing was not completed because the reported defect was confirmed during analysis. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. In the case of this complaint the guide wire broke inside a microcatheter. This was most likely due to some procedural factors encountered during use, possible during guide wire withdrawal from the catheter with excessive force. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned.

Event description:
It was reported that during the procedure the distal end of the guidewire broke within the microcatheter causing a delay in surgery of 45 minutes. There were no clinical consequences to the patient.